Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had an infection that she has been treated with for weeks to months. Patient stated the infection has been occurring since (B)(6) 2010. Patient had been off and on antibiotics and nothing is helping. Additional information has been requested, but was not available as of the date of this report.